Manufacturer narrative:
Hamilton medical ag event reference number: cer (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: customer not receiving the correct return vilumes from the deivce. The issue cannot be duplicated on test lung. Al3 ventilator malfunctioned. Attempt to transfer to vent 3 different times. Each time would result in immediate rise in patient etco2 (35 to greater than 50) and exhaled tidal volumes less than 50, and minute volumes around 1.1l. I performed a circuit change and had the same results, and completed all 3 preop checks with two sets of tubing. Brenda aoc was contacted to dispatch al2 to swap out vents. Al2 ventilator worked without difficulty. This event added approx 1.5 hrs to bedside time. Al3 vent was taken out of service and proper equipment repair info filled out.